Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Device issue: stent dislodgement. Time of device issue: during the procedure. Adverse event: dislodged stent free-floating in pt. Onset of adverse event: during the procedure. It was reported that the promus stent delivery system (sds) failed to advance in the target lesion. An attempt was made to pull the promus sds into the guide catheter, but resistance was met and sds was unable to retract into guide catheter. An attempt was made to remove the system as a whole from the pt's body, but it was noted that the stent had dislodged near the sheath in the femoral artery and remained in the anatomy. It was decided not to retrieve the dislodged stent due to the location of the dislodged stent located distal of peripheral. It was felt that the risk was low with the stent in this location. No add'l info is available. You are receiving this MDR report from abbott vascular because (B) (4) distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the u.s.